Event description:
It was reported that touchscreen glitches causing it to black out. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting efforts.